Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the healicoil anchor broke. All the pieces were removed from patient. The procedure was completed without a delay using a back-up device in the original drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, additional material testing is not required. A visual inspection found the returned device contained only the inner plug, the distal tip and the suture anchor were both missing from the device. After the functional evaluation, it was found that the threaded column of the distal tip was severed from the rest of the distal tip, inside the inserter, and mated to the inner plug. A functional evaluation revealed the threaded column of the distal tip was inside the inserter but the plug dials moved the plug forward as intended. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force on insertion or off-axial insertion. No containment or corrective actions are recommended at this time.